Manufacturer narrative:
Additional information was received on february 23, 2023. In addition to the issues reported initially, fat grafting was required twice post procedure to receive desired aesthetic results. The impacted product was received by the failure analysis lab on march 2, 2023. The investigation of the impacted product was completed by the failure analysis lab on march 8, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation of the returned device, the gel was observed to be white. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old caucasian female who underwent breast reconstruction revision with 350cc mentor memorygel xtra breast implants experienced bilateral capsular contracture (baker grade unknown) post procedure. The breasts were disproportional, irregular, and lumpy. As a result, replacement with 390cc mentor memorygel boost breast implants was performed on (B)(6) 2022. See 1645337-2023-01815 for contralateral prosthesis report.